Event description:
It was reported via repair work order that the recliner could not lay back due to a damaged piston with possible fluid leakage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the recliner could not be reclined due to faulty gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was reported that the recliner could not be reclined. This will not likely harm the patient as it did not affect the chairs ability to support weight and the foot rest still locked into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.